Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests within minutes of each other. Her results were 62, 165 and 400 mg/dl. She did not have any symptoms. During thoubleshooting it was learned that she had been re-inserting the same test strip(with same sample) and turning the meter off and back on between readings. A control solution test result of 127(95-136) was in range. The lifescan rep reviewed back to back testing procedures for cleaning and using control solution.